Event description:
Per the clinic, the patient experienced an extrusion of the device due to infection at the implant site (specific date not reported). The patient was treated with oral antibiotics (specific date and duration not reported) however, this did not alleviate the problem resulting in a decision to explant the device. Subsequently, the device was explanted on (B)(6) 2024 . There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.